Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the use of the adc device. The customer obtained an unspecified low scan result and experienced seizure and loss of consciousness. Emergency services were called to the customer's home and provided treatment of oral glucose for treatment. The next day, a sensor reading of 53 mg/dl was compared to a healthcare meter reading of 159 mg/dl, but no additional treatment was reported. There was no report of death or permanent impairment associated with this event. The results, when plotted on a parkes error grid, fell into the 'c' zone showing the difference in values to be clinically significant.